Event description:
Customer reportedly obtained results of 159mg/dl and 88mg/dl on the compact system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No info provided to indicate where comparison performed.